Event description:
International law firm reports patient experienced blows to the stomach following implantation of the valve. X-rays found the catheter was bent and flow was restricted. The valve was removed.